Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. However, by reviewing the returned rod, the witness marks indicate the screw was tightened as required and did not shift or migrate after installation. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00693 thru 3012447612-2018-00702.

Event description:
It was reported that a competitive cage migrated approximately three and a half months post-operatively. A zimmer biomet construct built of four pedicle screws, two rods, and four plugs was used as supplemental fixation with the cage. There were no specific malfunctions reported in association with the zimmer biomet devices. However, a revision surgery was performed to address the migrated cage. One rod and two plugs were removed and replaced during the revision. This is report five of ten for this event.